Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer was hospitalized due to an ¿air pocket¿ in the customer's retroperitoneal space/abdominal cavity. The contact was unsure if the pump could have contributed to this event. And multiple contact attempts were made by tandem technical support (cts) to obtain additional information regarding the event; however, no response was received from the contact. Additionally, the contact was unable to provide customer information, therefore no additional information was able to be obtained by cts.